Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The device was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that t he stapler had no obvious scratches. There were some marks/blemishes that seem to be consistent with normal wear and tear, but nothing that would affect the functionality of the device. Since the original packaging was not returned, it could not be determined if the packaging was damaged or if the sterile barrier was breached. The minor blemishes on the device could've occurred during handling of the device since it was removed from its original packaging. Therefore, the root cause of this device is undetermined. A corrective action is not required at this time since the complaint could not be confirmed. We will continue to monitor and trend on this issue. The reported complaint of "stapler scratched" was not confirmed based upon the returned sample. The device was returned without its original packaging. The stapler had no obvious scratches. There were some marks/blemishes that seem to be consistent with normal wear and tear, but nothing that would affect the functionality of the device. Since the original packaging was not returned, it could not be determined if the packaging was damaged or if the sterile barrier was breached. The minor blemishes on the device could've occurred during handling of the device since it was removed from its original packaging. Therefore, the root cause of this device is undetermined. We will continue to monitor and trend on this issue.

Event description:
It was reported that the product arrived with scratches on the unit appearing that it had already been used. The scratches meant they believed the sterility was compromised and did not use the unit on the patient. A second stapler was used with some scratches but not as many.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73f1900484 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product arrived with scratches on the unit appearing that it had already been used. The scratches meant they believed the sterility was compromised and did not use the unit on the patient. A second stapler was used with some scratches but not as many.